Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate therapies and right ventricular (rv) lead oversensing was observed, along with high impedance and a suspected lead fracture. It was noted a potential connection issue with the device was suspected and rv lead detection was turned off. The lead was later explanted and insulation damage was observed because the lead had been fixated without an anchoring sleeve. The rv lead was replaced. No further patient complications have been reported as a result of this event.